Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The unit was received inoperable due to reported symptom "system error 105" caused by dislodged connection on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.